Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was "heating up". Anspach received the device without a repair service number. It was unknown to the reporter if the device was used in surgery or not. There were no injuries or medical intervention reported. There was no additional information provided.